Event description:
The manufacturer received information alleging a ventilator's fio2 was not working. The device was not in patient use. During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's oxygen regulator was cleaned and the software was reloaded to address the issue.